Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - safety clamp not clamped was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states ¿a crna reported medication was still flowing from an alaris IV pump when the safety clamp was opened. The bd alaris pump infusion tubing was removed from inventory. We obtained new tubing (bd alaris infusion set ref (B)(4) and another crna had medication flowing from the IV pump when the safety clamp was opened. Upon review with risk management, anesthesia, pharmacy, materials management, biomedical- we believe the white latches on the alaris IV pump channel are not closing correctly. To avoid harm, you must follow the warning label on the tubing and ensure tubing is clamped before opening the channel door. Need to assess replace the white latch on the channels. Ref report: mw5160449." There was patient involvement, but the outcome is unknown.

Event description:
A copy of the medwatch report from FDA was received, which states ¿a crna reported medication was still flowing from an alaris IV pump when the safety clamp was opened. The bd alaris pump infusion tubing was removed from inventory. We obtained new tubing (bd alaris infusion set ref (B)(4) and another crna had medication flowing from the IV pump when the safety clamp was opened. Upon review with risk management, anesthesia, pharmacy, materials management, biomedical- we believe the white latches on the alaris IV pump channel are not closing correctly. To avoid harm, you must follow the warning label on the tubing and ensure tubing is clamped before opening the channel door. Need to assess replace the white latch on the channels. Ref report: mw5160449." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.